Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). UDI was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front lower corners, battery door and the right plunger case were cracked, and the bottom case was cracked by the main screw and was counterfeit. A review of the event history log identified check syringe plunger sensor in history. During the function testing was not able to duplicate reported problem during power up process, the customer may have loaded the syringe incorrectly. No issue was found when monitoring the plunger digital sensor. The top case was cracked. The root cause of the problem was a result of the customer's impact to the device. Replaced top case and performed power up process and all functional tests which the device passed.

Event description:
It was reported that the pump exhibited a plunger sensor error and had plunger tube carrier and top case damage. No patient injury was reported.